Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of uterine perforation ("x-ray showed 2 coils on the right of the midline , sonogram shows one coil in the right cornua and couldn't see another coil. Upon review, left perforated essure device was identified") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("patient was asymptomatic for years but now (a couple of weeks ago) presented with pain") and urinary tract infection ("doctor feels that her pain sounded more like a uti"). The patient will be treated with surgery (scheduled for laparascopy on (B)(6) 2017). Essure treatment was not changed. In 2017, the pelvic pain had resolved. At the time of the report, the uterine perforation had not resolved and the urinary tract infection outcome was unknown. The reporter provided no causality assessment for urinary tract infection and uterine perforation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: inserted one coil, other coil inserted by colleague. Hsg done but did not see images prior. The doctor was wondering if she should get it surgically removed because there may have been pain associated with it. Diagnostic results: on unknown date: gynecological examinations for essure insertion: one of the essure inserts was placed by reporter, and the other by her partner. On unknown date: hysterosalpingogram confirmation test: reporter did not see the images prior to telling patient to rely on test. Her hsg also showed both coils on right but left was occluded, they could not say if it was in the distal tube which was lying to the right or where it is. In 2017: ultrasound: one coil in the right cornua and couldn't see another coil. In 2017: x-ray: both coils to the right of midline. Not sure if left insert is distally in tube or where it is. Most recent follow-up information incorporated above includes: on 25-apr-2017: physician reported via mail that her patient is scheduled for laparoscopy on (B)(6) 2017 (intervention required). Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported th x-ray showed 2 coils on the right of the midline , sonogram shows one coil in the right cornua and couldn't see another coil. Upon review, left perforated essure device was identified. The event, seen as uterine perforation, is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case the event was diagnosed two years after insertion. Although the mechanism is not clear in this case, considering the nature of the event, a causal relationship cannot be excluded. This case was regarded as incident due to serious injury and the intervention that will be required (scheduled for laparoscopy). A product technical analysis and further information are awaited.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of uterine perforation ("x-ray showed 2 coils on the right of the midline , sonogram shows one coil in the right cornua and couldn't see another coil. Upon review, left perforated essure device was identified") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("patient was asymptomatic for years but now (a couple of weeks ago) presented with pain") and urinary tract infection ("doctor feels that her pain sounded more like a uti"). The patient will be treated with surgery (scheduled for laparoscopy on (B)(6) 2017). Essure treatment was not changed. In 2017, the pelvic pain had resolved. At the time of the report, the uterine perforation had not resolved and the urinary tract infection outcome was unknown. The reporter provided no causality assessment for urinary tract infection and uterine perforation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: inserted one coil, other coil inserted by colleague. Hsg done but did not see images prior. The doctor was wondering if she should get it surgically removed because there may have been pain associated with it. Diagnostic results: on unknown date: gynecological examinations for essure insertion: one of the essure inserts was placed by reporter, and the other by her partner. On unknown date: hysterosalpingogram confirmation test: reporter did not see the images prior to telling patient to rely on test. Her hsg also showed both coils on right but left was occluded, they could not say if it was in the distal tube which was lying to the right or where it is. In 2017: ultrasound: one coil in the right cornua and couldn't see another coil in 2017: x-ray: both coils to the right of midline. Not sure if left insert is distally in tube or where it is. Quality-safety evaluation of ptc: usability issues (uis) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.